Manufacturer narrative:
Zimvie complaint number (B)(4). Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to becoming fractured at the site with swelling/edema reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) and one (1) unknown third party removal tool were returned for investigation. Visual evaluation of the as returned product identified that a third-party removal tool was stuck inside the implant and couldn¿t be removed. Multiple fractures were identified at the implants collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (fracture). A pre-existing condition noted on the per was bruxism and inadequate oral hygiene. Bone density was low density (type iii). The reported device was located on tooth # 24 (fdi) and was used for approximately 4 years, 5 months. The customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 62940868. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 62940868 for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction(s) did occur and the reported event was confirmed as physical evaluation identified the implant was fractured and was stuck inside a third party removal tool. The following sections have been updated: b4: date of this report. D4: device expiration dateg3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: device manufacture date. H6: entered evaluation codes. H10: added manufacturer narrative.